Event description:
Caller reported a cgm error during their device usage. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller was guided through the process. After resetting, the pump no longer displayed the error code, and the caller successfully began a new sensor session.